Event description:
Additional information was received which noted that a lead revision was performed. A micro-dislodgement of the lead was found. The lead was repositioned and the issue was resolved. The patient had an underlying rhythm; therefore, there had been no asystole from the loss of capture. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited increased threshold measurements and loss of capture with asystole. The patient was hospitalized and was being monitored. An x-ray was performed which was noted to have looked normal. No additional adverse patient effects were reported. The lead remains in service.